Event description:
It is alleged that the retention cuff of the catheter separated from the catheter assembly during removal of the catheter necessitating the removal of the cuff from the pt by use of forceps by a healthcare professional. No permanent injury was reported.